Event description:
The customer contact reported that the device turns off on battery power. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device powered up on battery only and began the self-test but powered itself off before the self-test was complete. It was noted that there was dirt on the positive battery contact. The contact was cleaned and the device was powered again on battery only. The probable cause is contamination on the positive battery contact. This report represents all the info known by the reporter upon query by hospira personnel.